Manufacturer narrative:
Updated fields: b2, b4, g3, g6, h2, h11. Corrected field: h6 (health effect clinical code, type of investigation, component codes).

Event description:
N.a.

Manufacturer narrative:
Updated fields: b4, d9, g1 (contact person mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings and investigation conclusions). Corrected field: d10, h6 (health effect clinical code). No decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure.

Event description:
It was reported that during intra aortic balloon (iab) therapy, after successful puncture, the guidewire broke during the iabp catheter placement.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4). Due to character restrictions in block e1 (B)(6) hospital of (B)(6) university.

Manufacturer narrative:
Updated fields: b4, g3, g6, h1, h2, h11. Corrected fields: b1, b5, d4 (exp date and UDI), h1, h4, h6 (health effect clinical code and impact code).

Event description:
It was reported that during routine preparation for intra-aortic balloon pump (iabp) therapy¿including disinfection, draping, administration of local lidocaine anesthesia, and seldinger puncture of the right femoral artery, the guidewire fractured during the placement of the iabp catheter, despite successful puncture.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: b1, b2, b5, h1, h6 (health effect clinical code and impact code).

Event description:
It was reported that during routine intra-aortic balloon (iab) therapy involving standard disinfection, draping, administration of local lidocaine anesthesia, and seldinger puncture of the right femoral artery, vascular access was successfully obtained. However, during the insertion of the iab catheter, the guidewire fractured. The first iab catheter lumen was noted to be folded, and a replacement balloon was subsequently inserted. Following the placement of the second iab catheter, it was not connected to the intra-aortic balloon pump (iabp). The patient passed away shortly thereafter.

Manufacturer narrative:
Updated fields: a4, b1, b2, b4, b5, e1 (initial reporter, event site email), g3, g4 (PMA/510k), g6, h1, h2, h6 (health effect impact codes) corrected fields: d4 (version or model, exp. Date, unique identifier), d7a, h4. Due to character limit in block e1 event site address: no.(B)(6).

Event description:
It was reported that during routine intra-aortic balloon (iab) therapy involving standard disinfection, draping, administration of local lidocaine anesthesia, and seldinger puncture of the right femoral artery, vascular access was successfully obtained. However, during the insertion of the iab catheter, the guidewire fractured. The first iab catheter lumen was noted to be folded, and a replacement balloon was subsequently inserted. Following the placement of the second iab catheter, it was not connected to the intra-aortic balloon pump (iabp). The patient passed away shortly thereafter.